Event description:
A pt supported by biventricular assist devices (lvad and rvad) was being transferred to another dual drive console (ddc), when the engineer noticed a drop in vacuum level. The pt was switched to a back up driver. Initially, the pt experienced slight chest pain and shortness of breath, but recovered without any adverse effects. The unit was examined at the site by a thoratec service tech and the failure was traced to a cracked pneumatic tubing that connects the vacuum accumulator to the vent valve. The tubing was replaced and performance tests showed that the problem was corrected. The cracked tubing was not returned to thoratec, thus preventing further evaluation was not performed.